Manufacturer narrative:
Pt data not currently available. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the telemetry network went down for over 100 telemetry beds and went unmonitored for over two hours. There was no reported pt injury associated with this event.